Event description:
This lead was capped on a previous date due a possible perforation. This lead was replaced with another pacing lead, which was reposition from the atrium. This lead was explanted on (B)(6) 2014, while removing the current rv lead due to noise. The following physician's office would not return phone calls regarding this patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The visual inspection of the fragments showed cuttings in the insulation and deformations of the outer coil. Blood penetrated the fragments in these areas. The is-1 connector pin was found to be bent and the lead¿s distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages tensile forces applied during the explant procedure should be taken into consideration. Due to the damages further mechanical and electrical inspection of the fragments was not properly feasible. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the is-1 connector pin was found bent and the distal part partly pulled out of the ring electrode; no indication of a material or manufacturing problem was noted during analysis.